Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 09:38:13. During night drain cycle two, the patient's ultrafiltration reading was 77ml, indicating the home patient drained 77ml more than their maximum programmed fill volume of 100ml. No additional information is available.